Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical that when turning on the bellavista1000, it displays the following errors: technical failure. Bv-alarm 300: "device in failsafe"; bv-alarm 345: "24v o2 voltage low"; bv-alarm 315: "inspiration valve or device leaky" and bv-alarm 347 : "24v step motor voltage too low". The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was unable to confirm the issue as the customer informed, they have replaced the main board, life block and power board to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.